Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm and a 4.5 cm in diameter right iliac artery aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 21 mm in diameter, approximately 90 degree angulation and 41 mm in length. The left iliac is severely tortuous and is 14.6 to 18.7 to 13.4-10 mm in diameter. Femoral arteries are 9.5 on the right and 8.0 in diameter on the left. It was reported that after device deployment, there was an unknown leak that the physician suspected to be a type ia endoleak. The physician elected to implant an aortic cuff however, the endoleak did not resolve. An angiogram was done, which determined it was not proximal type I endoleak. It was determined by the physician that it was a type IV endoleak, jetting; from the main device. It was reported prior to the patient being discharged from the hospital a CT revealed that the type IV leak had not resolved. The patient had bi-aspirin and plavix (the reason is unknown). The physician commented that he thinks this is type IV endoleak but there is a possibility of type ii or type iii endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. The films were reviewed. The pre-implant films show a severely angulated proximal aortic neck; greater than 60deg (approximately 90 deg). The aortic neck diameter at the renal artery was 20 x 29mm. There was little calcification present. The aaa was 4.5 x 6.5 cm, and the right iliac aneurysm as 4 x 5cm. Post-implant cta's show the stent graft positioned just below the renal artery; the ipsilateral limb is on the right side and extends into the external iliac. The iliac limbs are crossed. There is an unknown endoleak either a type ii, type iii or type IV endoleak seen within the aaa sac; the type/cause of the endoleak cannot be determined from the films provided.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (severe aortic neck angulation, 90 degree); unapproved use of device (use of device in a 90 degree aortic neck angulation). Conclusions: device failure/lack of effectiveness related to patient condition (severe aortic neck angulation, 90 degree); device failure related to user handling (use of device in a 90 degree aortic neck angulation).